Event description:
It was reported that at pump refill there were 18ccs of drug left in the pump. The pump was explanted and replaced. No patient symptoms or outcome were reported. Additional information has been requested from the hcp, but was not available as of the date of this report.